Manufacturer narrative:
Before medela customer service could reply to the customer's email, the customer called in to customer service on (B)(6) 2019, alleging that her pump in style breast pump was making a funny noise when using the letdown button and the suction was not as good as it had been previously. The customer did not have her pump with her at the time of the call and could not complete troubleshooting. The customer called in to medela customer service again on (B)(6) 2019, alleging that her pump in style breast pump still had a noise issue, very low suction when switching phases, and her nipples were irritated. Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that she developed clogged ducts because the breast pump and her son were not completely draining her breasts. She additionally alleged the clogged ducts turned into mastitis, for which she was prescribed an antibiotic. She indicated that the replacement pump was working well and she was truly appreciative of the helpful and considerate assistance she had received from medela customer service. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2019 and it passed suction and cycle specifications and no abnormal noises were identified. Refer to attached evaluation. The customer's report of low suction and noise could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer emailed medela llc and indicated that she had been using her pump in style breast pump for approximately 4 weeks and until a few days prior, it was going very well. She alleged that suddenly the noise the pump usually makes during pumping had changed and the feeling during pumping had also changed and she expressed concern that there may be a problem with the pump. The customer inquired if there was any troubleshooting she could try at home.